Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify failed battery test alarm due to critical pump error (open book image) alarm. Device was received with missing serial number label. The p-cap locks properly into place. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got an alarm going off on insulin pump. Insulin pump was flashing and went black. Insulin pump had red x on the screen. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump had open book image on the screen. Customer reported that the insulin pump was broken at belt clip. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.